Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that the device shocked the patient while she was sleeping and her device was off. This was the only known event of this nature. The patient met with a company representative to trouble shoot and do a system check. Impedances were reported as "normal." The device was reprogrammed and the sensor was re-orientated. It was stated that the patient wanted the device explanted but also wanted to try new settings. It was reported that "a few" days later the sensor program "was not working correctly." Discussed switching to the manual programs. The patient again mentioned wanting to have the device explanted. The patient saw her physician on (B)(6) 2012. It was noted that up until this even the patient's stimulation and sensor were "providing great therapeutic benefit." It was reported that the patient was alive with no injury and no adverse event. Further information has been requested but was not available at the time of this report. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had a surgical revision performed to change the placement of the lead in order to achieve better pain coverage in the right foot area. It was noted that post-operatively, the patient reported better coverage for their right foot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient wanted the device either replaced or removed. It was noted that the manufacturer representative couldn't detect anything wrong with the system and thought the patient would benefit from further troubleshooting or reprogramming prior to removal or replacement to see if the issue could be resolved. The reporter stated that the patient's doctor said that the patient told him that they had "many issues with the device since it was only a year old." It was reported that the patient was very upset and had had the system off for two weeks per her doctor's suggestion. The reporter stated that the patient only got "shocking" on program a with adaptive stim enabled. It was noted that the patient described the shocking as a surge of intensity from 2 to 9 in different positions. That had occurred on two separate instances. It was reported that the patient also had some "shocking" along the right hip when the system was off. There were no problems noted on programs b and c which did not have adaptive stim. The patient "was not willing to use those programs" because she "wanted the device technology." It was reported that the patient agreed to meet to reset the adaptive stim prior to any surgical interventions, but was "unhappy." A further system check and programming was scheduled for (B)(6) 2013. It was noted that no explant had occurred, and the patient was going to discuss options with a pain doctor and surgeon before any further troubleshooting. A week later, it was reported that the patient was met for reprogramming, and all programs were redone and adaptive stim was reoriented. The patient reported better coverage. It was reported that the patient was told to call if any issues had occurred or any shocking developed, and no calls had been received. The reporter stated that the surgeon had mentioned that the lead had moved slightly to the right. Programs were changed to accommodate the new position. It was reported that the device would not be explanted at this time and the patient was "pleased" at the visit on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).